Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging kidney problems, skin irritation and headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the section h10 was mentioned as incomplete. It should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney problems, skin irritation and headaches related to a CPAP device's sound abatement foam. There was no report of medical intervention received. The reported event and its severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed dust and dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath and water ingress on the blower and blower box. Section b1, b2, h1, h6 were corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney problems, skin irritation and headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath suggesting a source external to the device, evidence of water ingress on the blower and blower box, slight black contamination at the blower seal at the blower box is consistent with keratin contamination observed. The manufacturer concludes the device has contamination in the airpath. Section h6 were updated in this report.